Event description:
The customer reported that the thumbnails did not display correctly and that image 5 recalls image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer was instructed on the software workaround.